Manufacturer narrative:
Additional information: on february 11, 2020, the mentor failure analysis lab received the device for evaluation. On february 25, 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the sample two (2) tears (a and b) were noted in the posterior, measuring approximately the tear a 0.4 cm and the tear b measuring approximately 0.2 cm. Microscopic examination of the edges of the both tears revealed parallel striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during a primary breast augmentation procedure, a 380cc saline mentor smooth round high profile deflated out of the box when the physician filled the implant with saline. As a result, the physician used another similar mentor product to complete the procedure. The impacted product was not inserted in the patient, there was no adverse event or patient involvement.